Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, five patients¿ profile were not showing up. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 5 patient profile was not showing up in pyxis station. A field service engineer (fse) contacted with the unit while dialed into site es app server and determined that the missing patients were admitted to unit edm sto wmc 5c2 medicine which was not assigned to any areas. Then the fse received permission to add it to the area that the device is assigned to pyxis superuser, after that the unit can see the patients on all patients. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, five patients¿ profile were not showing up. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.